Event description:
During an unk procedure, on the second firing, the device stapled but did not cut fully. On the third firing, the device cut but did not staple. No reported pt consequence at this time.